Event description:
Surgeon attempted to put the 36g liner trial into a cup that required the 36f liner and it subsequently broke.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.